Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information was received from the hospital and reported that two days prior to the date of death the patient was found unresponsive at the assisted living apartment. The patient was brought to the emergency room and a CT scan was performed which identified a right middle cerebral artery stroke and right anterior cerebral artery stroke. The patient was placed on comfort care and referred to hospice.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home. Further review of the manufacturer¿s database indicated the patient died approximately four months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.